Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that during an open reduction internal fixation, distal radius on (B)(6) 2012 they were inspecting a distal radius set, pre-op, the consultant discovered a sealed package marked as a left guide block: labeled, part 03.111.601. However, the guide block inside the package was a right, part number 03.111.600. They used a left guide from another set for the surgery. There was no adverse event to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The returned part is a right guide block (03.111.600) and the us label (top label) on the returned package identifies the contents as a right guide block. Since the package has been opened and the block has been handled enough such that the knurled screw has been removed, it cannot be determined if the returned part was the one that was originally inside this package. However, this lot number (10-5147) for both the right and left guide blocks (03.111.600 and 03.111.601) has had several valid complaints for mislabeling of the us label over the (B)(4) label. The us label on the returned package is for the right block, 03.111.600, and the (B)(4) label underneath is for the left block, 03.111.601. This is consistent with the issue identified on previous valid complaints ((B)(4)) where the part was confirmed to be the same as the (B)(4) label and the us over-label was incorrect. Therefore, even though the part cannot be confirmed to be the one from this package, the us label placed over the (B)(4) label does not match the (B)(4) label and therefore the complaint is valid. The condition was noted during processing in (B)(4) and a (B)(4), was initiated and (B)(4) generated for mislabeled parts. The non-conforming parts were returned to (B)(4) but as noted in the additional evaluation for (B)(4), the parts were returned back to (B)(4) in (B)(4) 2012 as (B)(4). From what we can see from the DHR's and (B)(4) that are associated with this complaint, the product must have been returned to (B)(4) without (B)(4) completing the required corrective action. In conclusion, this complaint is deemed valid.